Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post-procedure. It was reported that after the stenting procedure of the lic in 2006, the patient experienced a stroke. Post procedural nih stroke scale suggested that the patient had inattention or extinction to bilateral simultaneous stimulation in one of the sensory modalities. A CT scan revealed small vessel ischemic change and sulcal effacement involving the left cerebral hemisphere superiorly. A repeat CT scan showed no further changes. The patient's condition improved and the patient was discharged from the hospital the next day. No additional information is available. Study event.